Manufacturer narrative:
The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use of the bd ultra fine¿ ii the stopper was ¿distorted¿. There was no report of injury or medical intervention.

Manufacturer narrative:
Corrections: the initial medical device lot # was reported incorrectly. The actual medical device lot # is 7037939. The initial medical device expiration date was reported as unknown. The actual medical device expiration date is 02/28/2022. The initial device manufacture date was reported as unknown. The actual device manufacture date is 02/06/2017. Investigation results: severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint reported for the defect/condition on lot number 7037939. DHR review is not required when there is a CAPA that pertains to the complaint device. Two investigations were carried out. (B)(4) investigation summary: customer returned (1) 1cc, 8mm, 31g syringe in an open poly bag from lot # 7037939. Customer states that the stopper is distorted. The returned syringe was examined and exhibited a deformed stopper in the barrel. (B)(4) investigation summary: bd (B)(4) received one (1) 1ml, 8mm, 31g syringe in opened polybag from batch # 7037939. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd (B)(4). The received sample was evaluated with the plunger rod/stopper being disassembled from the remainder of the syringe. The stopper maintained its deformed configuration upon removal from the syringe barrel. P bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause unable to be determined at this time. CAPA 122939 was initiated by the (B)(4) plant to address deformed/damaged stopper and their associated root cause(s). Batch# 7037939 was manufactured prior to any implementation activities associated with this CAPA.